Manufacturer narrative:
The investigation determined that higher than expected, non-reproducible vitros sodium (na+) result was obtained from a single patient sample using vitros na+ slide lot 4241-1065-3677 on a vitros 5600 integrated system. The most likely assignable cause of the event could not be determined. Historical vitros na+ quality control results obtained from vitros na+ slide lot 4241-1065-3677 determined there was slight within-lab imprecision, however, the imprecision noted would not have contributed to the positive bias exhibited with the higher than expected, non-reproducible vitros na+ result of 137 mmol/l. Improper pre-analytical sample processing did not likely contribute to the event as the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. In addition, vitros na+ within-run precision testing performed was within acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. Email address for contact is (B)(6).

Event description:
The investigation determined that higher than expected, non-reproducible vitros sodium (na+) result was obtained from a single patient sample using vitros na+ slide lot 4241-1065-3677 on a vitros 5600 integrated system. Patient result of 137 mmol/l vs. The expected result of 120 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitrops na+ result was not reported outside of the laboratory and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4)and (B)(4).